Event description:
Knee replacement [knee arthroplasty]. Cartilage is gone in both knees (chondrolysis) [chondrolysis]. Painful to walk or do anything else [pain]. Synvisc did not help at all. [Therapeutic response decreased]. Case description: spontaneous report was received on (B)(6) 2012 from a patient, initials (B)(6). The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml. The lot number of the synvisc injection was not provided. On an unspecified date, the "cartilage was gone" in both knees and it was very painful for the patient to talk or do anything else. Synvisc helped for a long time but "it was getting so bad" that synvisc did not help the patient at all. On (B)(6) 2012, the patient had total knee replacement. The action taken with synvisc treatment was not provided. The outcome for the events of synvisc did not help at all, cartilage is gone in both knees, painful to walk or do anything else, knee replacement was not provided. Concomitant medications included cortisone, which didn't help either. The intensity for the events of cartilage was gone in both knees, synvisc did not help at all, painful to walk or do anything else, knee replacement was not provided. The qa (quality assurance) investigation summary was received on (B)(6) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.